Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. The customer reported problem of a constant occlusion alarm was confirmed as an upstream occlusion issue. The cause of the constant occlusion alarm was determined to be a worn door latch roller. In order to correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had experienced a constant occlusion alarm. There was no patient involvement. Additional information was requested and is not available.